Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) caucasian female who underwent primary breast augmentation with a 250cc mentor memorygel breast implant experienced left sided capsular contracture (baker grade unknown) post procedure. Tightness and soreness were noted. Additionally, rupture was suspected. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On april 6, 2021 mentor received additional information. An explant is planned for (B)(6) 2021. The capsular contracture was baker grade iii. 2. Is other serious-uncheck. 2. Is required intervention-check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).